Manufacturer narrative:
The device remains implanted. Should further information be provided, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Data was sent to technical services for their review of the device. The feedback provided was that there was an increase in battery consumption, and indicated that it was not due to high atrial sensing. Technical services recommended monitoring the patient, and to allow approximately 3 months time to follow up. No further information was provided. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Data was sent to technical services for their review of the device. The feedback provided was that there was an increase in battery consumption, and that there was no evidence that high atrial sensing was the cause. Technical services recommended monitoring the patient, and to allow approximately 3 months time to follow up. No further information was provided. The device remains implanted. No adverse patient effects were reported. Additional information: the field rep provided an update to this event, indicating that after optimizing the device, the battery consumption returned to a stable and normal value.